Manufacturer narrative:
H6: investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photographs confirms reported defect of blue hemogard shield instead of pink hemogard shield. Additionally, 100 retained sample from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes a blue cap was discovered in the pack. The following information was provided by the initial reporter: blue tube top seen in a pack of k2e (edta) plus blood collection tubes.

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes a blue cap was discovered in the pack. The following information was provided by the initial reporter: blue tube top seen in a pack of k2e (edta) plus blood collection tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.